Event description:
It was reported to boston scientific that during a colonoscopy procedure the gold probe hemostasis catheter was occluded; the saline was not coming out. The patient had active bleeding, which was stopped by using another gold probe and a pentax generator. Patient's condition was reported as stable.